Event description:
As reported by the edwards european affiliate, during review of the medical article: ''annular rupture during transaortic valve replacement: successful repair with a peripheral microvascular plug device.'' The patient presented to the emergency department with worsening of dyspnea in the lasts months, at arrival they presented with shortness of breath that rapidly progressed to acute pulmonary edema. It was managed with the implantation of a transcatheter aortic valve with femoral approach. Direct implantation of a balloon expandable 26-mm edwards sapien 3 ultra valve was performed. After implantation the patient developed rapid hemodynamic deterioration, an aortography was performed and selective contrast injection observing contrast leakage due to intra-annular aortic rupture from the left coronary sinus into the pericardium. Pericardiocentesis was quickly performed and a microvascular plug was deployed. Angiographic control confirmed the absence of contrast leakage. Pericardium drainage was removed days after, the patient had an adequate evolution and was discharged home.

Manufacturer narrative:
Citation: '' cientifico, colaboradores programa. 'Directores cadeci 2022.' '' per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the information provided, the exact cause of the annular rupture is unknown but patient factors such as severe aortic valve calcification, along with the mechanisms above, may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.